Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that a motor not running error occurred. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a chipped out on top case and ear clip also cracked on right plunger case and bottom case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Motor not running also motor rate error was found during occlusion test. Red and black grease was found on the tip of worm coupling facets. Cleaned and greased the whole motor assembly. Replaced top case, bottom case, ear clip and the whole plunger assembly for physical damaged. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000.